Event description:
It was reported that the user paused the ilet when blood glucose fell below 70 mg/dl and did not resume insulin delivery until levels exceeded 180 mg/dl, which led to fluctuating lows and highs; the event was addressed through education on proper hypoglycemia treatment and appropriate device use. Symptoms included hypoglycemia and subsequent hyperglycemia reaching 400 mg/dl. Outcomes included no health consequences or impact reported. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem, and a usage problem was identified consistent with overtreating hypoglycemia; no specific device component was implicated. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.